Event description:
The rptr stated the surgeon inserted an aq5010v three piece silicone lens in pt's right eye. This lens was used as a piggyback lens. There was a lens in the capsule bag and this lens was inserted in the sulcus upside down. The surgeon did not enlarge the incision but did cut the lens in half to remove from eye. The surgeon sutured the wound. Rptr stated the surgeon used a competitor's injection system. Rptr stated they are aware that using this injection system is considered off-label use.

Manufacturer narrative:
(B)(4). Lens flipped and inserted upside down. Results: a visual inspection of the returned product found the optic cut in half. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. Staar labeling does not address the piggybacking of lenses and is considered off-label use. (B)(4).